Event description:
It was reported that atrial oversensing was noted on a stored electrogram. The oversensing was causing inappropriate mode switching. Session records are being sent to engineering and the device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.